Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that at night patient was going to the bathroom more often in the last week or so. Agent walked caller through how to increase stimulation. When increasing patient mentioned not feeling anything and then stated feeling a little shock. Caller decreased settings a little , patient states not feeling anything . Patient states no recent falls. Patient would monitor symptoms and was redirected to healthcare provider (hcp) if not resolved.